Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown and the patient was treated with injection amikacin (250 mg, twice daily, ip). At the time of this report, the patient remained hospitalized. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.